Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed a compromised force sensor system and insulin squirted out during the manual prime process. The device was not bumped or dropped. It was not exposed to moisture. The drive support cap did not appear to be damaged. The customer¿s blood glucose during the incident was unknown. The device will be replaced. The device will not be returned for analysis.

Manufacturer narrative:
Unit alarmed compromised force sensor system during rewind due to moisture damaged the motor home switch. Also moisture damage vibrate motor and electronic assembly during visual inspection. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to the compromised force sensor system alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.